Event description:
It was learned through implant patient registry that a patient with a 27mm 3300tfx aortic valve was explanted after an implant duration of 8 years, 6 months due to unknown reasons. The explanted valve was replaced with a 29mm 11500a inspiris relisa aortic valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H11: additional manufacturer narrative: updated sections: g3, g6, h2, h6 (type of investigation) corrected sections: b5, h6 (component code, investigation findings and investigation conclusions). Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Despite the advancements in the heart valve industry, svd commonly begins 7- 8 years after implantation, with a considerably increased rate in patients with pertinent comorbidities and/or an implant duration of greater than 10 years. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. Report of regurgitation was confirmed through observed leaflet tears in the as received condition. X-ray demonstrated wireform intact and minimal calcification on leaflets 1 and 2. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 2mm on leaflet 1 on the outflow aspect. Host tissue on the stent circumference was minimal at the inflow and outflow aspects. Leaflet 1 had a 2mm tear near commissure 1, leaflet 2 had a 7mm non-transmural tear near commissure 2, leaflet 3 had a 4mm tear near commissure 3 and a 9mm tear near commissure 1. All three leaflets were thickened and swollen at the free margins near the commissures and at the tears. Sewing ring was cut around the valve near leaflet 3 and wireform was exposed on commissure 1. Multiple sutures and one pledget remained attached to the sewing ring. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including an implant duration of 7 or more years. DHR was not performed. A definitive root cause cannot be conclusively determined. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry and records that a patient with a 27mm 3300tfx aortic valve was explanted after an implant duration of 8 years, 6 months due to leaflet tears with regurgitation. The explanted valve was replaced with a 29mm 11500a inspiris relisa aortic valve. Per pathology, explanted aortic valve prosthesis was covered by tan fiber material and green sutures. Per product evaluation, leaflet tears identified. Minimal calcification on leaflets 1 and 2. All three leaflets were thickened and swollen at the free margins near the commissures and at the tears. This is a 68-year-old male patient. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H11: additional manufacturer narrative. The reported event was confirmed through preliminary evaluation of the explanted valve. The reported event is pending final evaluation analysis. A supplemental report will be submitted accordingly once the evaluation has been completed.

Event description:
It was learned through implant patient registry and records that a patient with a 27mm 3300tfx aortic valve was explanted after an implant duration of 8 years, 6 months due to regurgitation. The explanted valve was replaced with a 29mm 11500a inspiris relisa aortic valve. Per pathology, explanted aortic valve prosthesis was covered by tan fiber material and green sutures. This is a 68-year-old male patient. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.